Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported having contact with his doctor who adjusted his medication and treated him with an unspecified medication. No further information was reported as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. A blank screen was not observed.

Event description:
A customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported having contact with his doctor who adjusted his medication and treated him with an unspecified medication. No further information was reported as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.